Event description:
Lot # 3192210. Item # 320550. Email detail received - customer says needle do not work. Original message from the customer: "I did not save all the boxes that the needles came from one of the lots is 3192210. The needles just do not work. I have been thinking I will get the doctor to change the needles. Not sure what you can do but I can send back all the needles that are no good if you want. (Name removed) dc. Email received 05.07.2023. The last box of pen needles not working, some of them came out of was lot 3192210, 330550. Awaiting sample . First pir on case # (B)(4) mail kit sent 05.08.2024. This second pir (B)(4) mail kit being sent out 05.08.2024 dc.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as a bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.